Event description:
The customer reported that a piece of the waveguide detached when the tech was cleaning the device with a raytec. Nothing fell into the pt cavity. The dissector had been used around a rumi manipulator prior to the piece disengagement. There was no pt injury.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report wil be submitted.